Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was impacted. The customer currently had a pneumonia and thought that it may have been contributing to the high bg level. As the customer changed the cartridges and infusions set prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.